Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. A site history was performed and no other complaints related to this event were found. No image or video of the reported event has been received for review. A system log review was performed, however no errors would be generated for the reported issue. This complaint is being reported due to the following conclusion: the mcs tip cover accessory fell inside the patient and was retrieved in the same procedure. However, an unintended item falling inside the patient could require surgical intervention. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient. If the event were to recur, it could cause or contribute to an adverse event. Follow-up was attempted. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) tip cover accessory fell into the patient and was retrieved in the same procedure. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, h10. Corrected information can be found in the following fields: g5 and h10. Field g5 is updated with the product's 510k number. The blank MDR fields noted in field h10 of the initial MDR should have included the following: the expiration date in section d4 is not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.